Event description:
The customer returned the ultrasound gastrovideoscope to the service center for evaluation related to a separate issue. During testing the service repair technician identified the device had foreign material in forceps elevator wire, dirt on a rubber and dirt on connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available. Olympus will continue to monitor field performance for this device.